Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the pump history was reviewed and found multiple call service cs064 alarms had occurred. During testing, the pump was unable to perform the rewind, load, and prime steps due to multiple cs064 alarms occurring. The pump was opened and the pump motor was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found multiple call service cs064 alarms occurring during tested due to a motor failure. This report is made based on the results of evaluation.